Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of husk1802 showed one other similar product complaint(s) from this lot number (B)(4).

Event description:
Per medwatch: there was a loss of structural integrity to the broviac line. Upon discovery, the broviac was found to be bubbling, and upon further investigation and repair, the line's inner and outer sheath was discovered to have become separated from each other. Blood was found to be between the inner and outer sheath. Normally the two parts appear as one, however, in this case, you could clearly see the two parts separated all the way up to pt's insertion site (all eight inches of available tubing was defective in this way). Upon sharing this suspected faulty broviac with other staff, it was discovered to not be an isolated incident. Further investigations reveal several recent defects (over the last 2-3 months) that had to be repaired, and the repairs all appear to be related to the structural integrity (separation of inner and outer sheaths). Those who do not routinely repair broviac lines may not recognize the defect. More experienced staff does notice this separation.